Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a warning for out of range high impedance. Rising threshold was also noted. It was noted that the patient was having radiation to the left chest during this time period. The amount of radiation was unknown. Additional information received indicated the lv lead was reprogrammed to lv1-lv3 which provided a normal impedance and capture threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.